Manufacturer narrative:
Model #: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned for evaluation. Therefore, the root cause for the calcification and stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 23 mm was explanted from a patient of (B)(6) after an implant duration of approx 11 years and 11 months due to severe calcification on all the leaflets leading to severe stenosis. A new 21 mm valve was successfully implanted in replacement. Surgery was uneventful and the patient was noted as to be recovering well. As reported indication for initial replacement was mitral and aortic valves disease following rheumatic fever. A biological valve prostheses was needed because the patient could not be treated with ac therapy, suffering from chronic pancolitis with bleeding ulcers. During initial surgery mitral valve repair was performed with mitral ring and 2 neochordae. The device was not returned for evaluation because, per surgeon's observation, despite the patient's young age at implant and other severe comorbidities, including dyslipidemia, the valve performed well, reason why a product evaluation was not requested.